Event description:
Procedure type: lap chole. According to the reporter: after the procedure was over, the instrument would not unlock and it could not be removed from the cavity. The surgeon cut the anchor part using an autosonix device and removed the instrument from the cavity. There was no report of pieces falling into the cavity, tissue damage or bleeding. The operating time was extended more than 30 minutes as a result. No pt injury was reported.